Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoidectomy. According to the reporter: the staple line did not hold. The staple used for the re-anastomosis caused the anastomosis to dehisce with one hole in the rectum and one in the transverse colon. Another stapler was used to complete the procedure. There was no reinforcement material used. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of 500cc or more. There was an extension of operating time greater than 30 minutes.